Event description:
The patient has a history of previous CABG. The outcome following the previously reported stroke was a disability. Stroke occurred one day later than previously reported.

Event description:
During index procedure the patient had one endeavor sprint stent implanted to the lad. Approximately 15 months post index procedure the patient was re-hospitalized and a stroke was confirmed. Investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (cva/stroke).